Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the screen on the customer's insulin pump was damaged. The customer stated the screen was broken and there was a message stating to suspend their sensor. Customer also stated their screen was blurry with different colors. The customer's backlight was also not properly working. Customer's blood glucose was unknown. The customer was disconnected from the call before further information could be collected. No additional information provided.